Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No drive/motor anomaly or displacement anomaly noted. The motor was tested outside of the device and passed. Device uploaded properly using carelink. Device had cracked battery tube threads. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was in unconscious and went emergency room on (B)(6) 2020. The customer blood glucose level was 49 mg/dl at the time of hospitalized. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer was treated with sugar water through an intravenous and food. Drive support cap was normal. The device will be returned for analysis.

Manufacturer narrative:
Initial report had incorrect information related to event in summary narrative. Updated information has been provided with this report. (B)(4).

Event description:
The customer reported via phone call that she passed out due to a low blood glucose on (B)(6) 2020. Her blood glucose level was 49 mg/dl. Treatment in the emergency room was with glucose gel, intravenous sugar water, and food. Per customer, drive support cap is normal, slightly indented.